Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted, replaced with a competitors device, and returned to boston scientific for analysis.